Event description:
It was reported that the patient presented in the clinic with an infection. The physician elected to explant the implantable cardioverter-defibrillator (ICD) on (B)(6) 2026. The patient was in stable condition.